Manufacturer narrative:
Information received from the health care professional (hcp) indicated that no programming changes were made. The atrial lead was left in unipolar configuration. There were no additional plans for intervention at this time.

Event description:
Additional information was received that the lss was triggered again as a result of the high ra pacing impedance measurements greater than 3,000 ohms. There was a lot of myopotential noise exhibited when in unipolar configuration, so the health care professional (hcp) was potentially planning to program the lead to a unipolar pacing configuration and a bipolar sensing configuration. Ts discussed the programming with the hcp and that it was likely that bipolar sensing would also have a lot of noise. The hcp planned to discuss the issue with the physician.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the lead safety switch (lss) on this pacemaker was triggered due to a high pacing impedance measurements greater than 2,000 ohms with another manufacturer's right atrial (ra) lead. It was reported that the ra lead was last checked approximately three months ago and the ra threshold test was not able to be performed due to a low evoked response indicating the ra signal was too small. The pacing impedance measurements were within normal limits after being changed to unipolar configuration. Boston scientific technical services (ts) discussed testing impedance measurements in both bipolar and unipolar while performing pocket manipulation and isometrics. The patient is not pacemaker dependent and does not require a lot of pacing from the ra lead. It was also reported that there has historically been noise on the ra lead and sensing was previously programmed to 1.0 millivolt. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated the ra lead was tested in unipolar configuration which reported a pacing impedance measurement of 624 ohms, intrinsic p-wave sensing of 2.4 mv and pacing threshold measurements were 0.7 at 0.4 milliseconds (ms). The ra lead configuration was changed back to bipolar which reported a pacing impedance measurement of 680 ohms, intrinsic p-wave sensing of 2.7 mv and pacing threshold measurements were 0.7v at 0.4 ms. The physician planned to keep the lead in bipolar configuration and monitor the patient. It was reported that the ra lead has been implanted approximately 19 years. There were no adverse effects to the patient.